Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) suffering from hyperglycemia (500 mg/dl) [hyperglycaemia] pen does not inject insulin, missed doses for 1 week due to the pen issue [drug dose omission by device] when patient adjusts on certain dose and presses, the dose counter returns to zero without inject any insulin [device failure] piston head was not properly fitted to the cartridge [wrong technique in device usage process]. Case description: this serious spontaneous case from egypt was reported by a consumer as "suffering from hyperglycemia (500 mg/dl)(hyperglycemia)" with an unspecified onset date, "pen does not inject insulin, missed doses for 1 week due to the pen issue(drug dose omission by device)" with an unspecified onset date, "when patient adjusts on certain dose and presses, the dose counter returns to zero without inject any insulin(device failure)" with an unspecified onset date, "piston head was not properly fitted to the cartridge(wrong technique in device usage process)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "product used for unknown indication", patient height, weight and body mass index were not reported. Dosage regimens: novopen 4: novorapid penfill: medical history was not provided. On an unknown date, patient complained about issue with novopen 4 (np4) which is used with novorapid penfills as pen does not inject insulin and when patient adjusts on certain dose and presses, the dose counter returns to zero without injection. The patient missed doses for 1 week due to the pen issue as pen does not inject insulin and then patient is suffering from hyperglycemia with blood glucose (blood glucose) value of 500 mg/dl. After checking the np4, it was found that the piston head was not properly fitted to the cartridge. After fitting it correctly, the np4 functioned normally and delivered insulin. The patient was retrained on how to adjust it correctly. The patient has confirmed the issue was resolved and the pen/device is working normally. Batch numbers: novopen 4: pvgdr86. Novorapid penfill: not reported. Action taken to novorapid penfill was not reported. The outcome for the event "suffering from hyperglycemia (500 mg/dl) (hyperglycemia)" was not reported. The outcome for the event "pen does not inject insulin, missed doses for 1 week due to the pen issue (drug dose omission by device)" was recovered. The outcome for the event "when patient adjusts on certain dose and presses, the dose counter returns to zero without inject any insulin (device failure)" was recovered. The outcome for the event "piston head was not properly fitted to the cartridge (wrong technique in device usage process)" was recovered. Reporter's causality (novopen 4) - suffering from hyperglycemia (500 mg/dl)(hyperglycemia) : unknown missed doses for 1 week due to the pen issue(drug dose omission by device) : unknown when patient adjusts on certain dose and presses, the dose counter returns to zero without inject any insulin(device failure) : unknown piston head was not properly fitted to the cartridge(wrong technique in device usage process) : unknown company's causality (novopen 4) - suffering from hyperglycemia (500 mg/dl)(hyperglycemia) : possible missed doses for 1 week due to the pen issue(drug dose omission by device) : possible when patient adjusts on certain dose and presses, the dose counter returns to zero without inject any insulin(device failure) : possible piston head was not properly fitted to the cartridge(wrong technique in device usage process) : possible reporter's causality (novorapid penfill) - suffering from hyperglycemia (500 mg/dl)(hyperglycemia) : unknown missed doses for 1 week due to the pen issue(drug dose omission by device) : unknown when patient adjusts on certain dose and presses, the dose counter returns to zero without inject any insulin(device failure) : unknown piston head was not properly fitted to the cartridge(wrong technique in device usage process) : unknown company's causality (novorapid penfill) - suffering from hyperglycemia (500 mg/dl)(hyperglycemia) : possible missed doses for 1 week due to the pen issue(drug dose omission by device) : possible when patient adjusts on certain dose and presses, the dose counter returns to zero without inject any insulin(device failure) : possible piston head was not properly fitted to the cartridge(wrong technique in device usage process) : possible investigation results: name: novopen 4, batch number: pvgdr86 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novorapid penfill 3 ml 100iu/ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No consent for safety follow-up questions, hence no further follow-up was possible. Final manufacturer comment: 02-apr-2026: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary name: novopen 4, batch number: pvgdr86 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.